Event description:
Customer reported that the drive support cap was protruded; he disconnected and pushed it back and stated that it is starting to stick out. Blood glucose value was 151 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with loose flush drive support disk. The insulin pump has stripped battery cap coin slot, cracked case at display window corners, battery tube threads, minor scratched display window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.